Event description:
The report states "off/tubing-connector" noted "during patient use" photographs show the male luer adapter separated from the tubing at the junction. Per national complaint corrdinator (ncc), "customer reports no injury or medical intervention". Ncc reported that no additional information is available.